Event description:
It was reported that the clinic contacted med-el after pt attended a review and had reduced performance. There is no report of any trauma, illness or infection.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.